Event description:
Not reportable as complaint is not for a getinge cable or pump is and not a valid complaint.

Manufacturer narrative:
The complaint record is downgraded as not reportable complaint, complaint is not for a getinge cable or pump is and not a valid complaint.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use cardiosave intra-aortic balloon pump (iabp) could not get the ECG "slave" cable to work on their new cardiosave. It was confirmed that connections were correct. There was no patient harm or injury reported.